Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing reservoir tube o ring, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump has two cracks and a missing piece at the reservoir compartment. The customer was changing the site when she noticed the damage. Blood glucose at the time is unknown; currently blood glucose was high at 560 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.